Manufacturer narrative:
Not explanted.

Event description:
On (B)(6) 2017 avr was performed by a first time implanter who was guided by a proctor in the room. Full sternotomy was performed and functional bicuspid leaflets/calcium was removed. There were three visible coronary sinuses in the aortic root and aortotomy was made above 3.5cm from annulus. Surgeon sized valve for a large perceval valve , which was agreed by the proctor. The valve was collapsed and implanted as per the IFU. The surgeon commented that the aorta was thin tissue, and friable and that repair sutures used in the aorta during the case. Post operative the patient exhibited emergent bleeding. On the (B)(6) 2017 (same day) reoperation occurred. The physician noted that the outflow ring had worn through the aorta below the aortotomy towards the pulmonary artery. Surgeon placed a patch over the area and did not move the valve or reopen the aorta. Surgeon stated that valve was still in place and was performing adequately as it did the first time based on new echo in or. The patient is doing well and has been discharged.

Manufacturer narrative:
The complete manufacturing and material records for the perceval heart valve, model pvs25, s/n (B)(4), and nitinol stent component were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that the components satisfied all material, visual, and performance standards required for a perceval heart valve at the time of release of manufacture and release. As the device was not explanted, no further investigation can be performed at this time, and the root cause of the event cannot be definitively stated. However, according to the narrative provided, the patient had a friable vascular system. The event may therefore be attributable to the patient's condition.